Manufacturer narrative:
The reagent expiration date is 30-jun-2026.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found that the sample liquid level detection voltage was out of specification. He adjusted the liquid level detection voltage, which resolved the issue. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results for 1 patient sample on a cobas 6000 e601 module. The initial result was 0.1 ng/ml. The patient's provider questioned the result because the patient has prostate cancer, which prompted the sample to be repeated. The repeated result was 13.4 ng/ml. This result was believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration was acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.